Manufacturer narrative:
Based on analysis of the returned device, decision was changed to not reportable as device exhibited normal depletion the reported observation of ¿end of life ipg¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The device longevity by determining the energy factors over the implant period. The estimated longevity would have been .9 years +/- .25-year per ¿ 90205144, for model 3660. The total stimulation on time was .88 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg reached end of life on an unknown date. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.